Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter failed to cut the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet cardiac surgery for investigation, sign of clinical use and no evidence of blood was found. Only the loading device, delivery tube and the seal were returned. Lock was disengaged and plunger was not depressed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. Cutter was not returned, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter failed to cut the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.